Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd infusion adapter c100-o had flow issues. The following information was provided by the initial reporter: it was reported that, connected the new antibiotic infusion system. When a colleague entered the patient¿s room, antibiotic solution was still present in the container, but the drip chamber of the infusion set was empty and there was air in the tubing. The connection between the antibiotic and the infusion set was quickly disconnected, the air was flushed out, and the antibiotic was then connected directly to the infusion set without the intermediate connector. This functioned correctly. Fortunately, antibiotic solution was still present in the tubing and no air had reached the patient. Air detected in infusion tubing during antibiotic administration when did the incident occur? During use no more information from customer, despite multiple emails.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.